Event description:
It was reported that the while an emergency backup battery (ebb) was being installed into the patient's backup system controller, the ribbon cable broke off. The backup controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the plastic guiding tab on the backup battery ribbon cable falling off was confirmed, as the system controller was returned without the tab on its ribbon cable. The missing tab was not returned with the controller. The returned system controller (serial number (B)(6) was functionally tested and performed as intended. A log file was extracted from the controller, and no atypical events were observed. A manufacturing analysis task was created under a separate event to further investigate the issue of the guiding tab falling off of the ribbon cable during implant / initial use of the controller. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.